Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 173 mg/dl and the sensor glucose was 42mg/dl at the time of the incident. The customer reported that the sensors are bad. The customer was on a bike ride and it said he was really low. It said he was 42mg/dl and then checked 173mg/dl. Sensor glucose and blood glucose was not within acceptable range. The insulin delivery was suspended due to sensor glucose of 42mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The sensor will not be returned for analysis.